Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that expressew iii ac+ gun had wear marks as usual in this type of reusables devices, also the actuator was out of the pin actuator to jaw assembly. A functional test was unable to be performed due to post manufacturing damage. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A manufacturing record evaluation was performed for the finished device lot number (6422042208), and no non-conformance was identified. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU, inspect the device prior to use to ensure proper mechanical function, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from india that during an unknown procedure, it was observed that the expressew iii ac+ gun device stopped functioning that it failed to capture the suture. According to the report, the pin at the bottom of the shaft seemed to have disengaged. During in-house engineering evaluation, it was determined that the actuator was out of the pin actuator to jaw assembly. Another like device was used to complete the procedure with a delay of 20 minutes. There was patient involvement. There were no adverse consequences to the patient reported. No additional information was provided.